Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Additional information from the field representative indicates that the device had eroded through the skin and a total system explant was performed. In addition, a new system was implanted on the right side. There were no additional adverse patient effects reported. The rv lead was explanted.